Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device did provide therapy. Physio performed some unrelated repairs. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the service led on the customer's device illuminated during operation. Afterwards the device was not able to provide defibrillation therapy. The device had reportedly logged several event codes into its memory. The customer later confirmed on the phone that there was no patient use associated with the reported event. They could however not confirm how the device issue was observed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device did provide therapy. Physio performed some unrelated repairs. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported issue could not be determined. (B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The device did provide therapy. Physio performed some unrelated repairs. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use. It was observed from the downloaded device data that the device had logged several event codes. These event codes indicated that the device had been used with an ac power adapter and that the user turned the device power on too quickly after unplugging the ac power adapter from ac mains power. When this occurs, the defibrillator cannot be charged. The device operating instructions indicate that the device user should wait at least 2 between disconnecting the power adapter and turning on the lifepak 12. The cause of the reported issue was due to a user error.